Event description:
It was reported that a wire detachment occurred resulting in additional intervention. A rotapro 1.25mm and rotawire drive were selected for treatment to a 90% stenosed lesion located in a moderately tortuous and moderately calcified right coronary artery (rca) to mid rca. During the third ablation of the rca proximal on the rotapro, the rotawire drive was observed to be detached. Both devices were removed from the patient. The detached rotawire was retrieved from the patient by using an 8fr guiding catheter and a 014 guidewire into 3 blood vessels, and twisted the detached rotawire for retrieval. No fragments were left inside the patient. The lesion was dilated with poba in rca proximal and rca mid, followed by stent placement, and the procedure was completed without any problem. No patient complications were reported.

Event description:
It was reported that a wire detachment occurred resulting in additional intervention. A rotapro 1.25mm and rotawire drive were selected for treatment to a 90% stenosed lesion located in a moderately tortuous and moderately calcified right coronary artery (rca) to mid rca. During the third ablation of the rca proximal on the rotapro, the rotawire drive was observed to be detached. Both devices were removed from the patient. The detached rotawire was retrieved from the patient by using an 8fr guiding catheter and a 014 guidewire into 3 blood vessels, and twisted the detached rotawire for retrieval. No fragments were left inside the patient. The lesion was dilated with poba in rca proximal and rca mid, followed by stent placement, and the procedure was completed without any problem. No patient complications were reported. It was further reported that the burr rotating when the rotawire fracture occurred. The patient was stable post procedure.